Event description:
Bad info; my dexcom g6 continuous glucose monitor works sporadically and unreliably after the transmitter is about 2 months into its presumably 3-month life. Data are not transmitted, and false lows and highs are commonplace. FDA safety report ID# (B)(4).